Manufacturer narrative:
Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed their pain worsened and went to adjust their stimulation but programmer would not power on. Changing out batteries did not resolve the issue. No further complications reported and/or anticipated at this time.